Manufacturer narrative:
The company rep observed that the autofill volume was set at "72". The company rep calibrated the autofill volume to "99". The company rep performed autofills several times without any problems. All iabp functions met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated intermittent autofill failures. The iabp was replaced and therapy was continued. No pt injury was reported.